Event description:
Elderly male with history of multiple sclerosis and coronary artery disease. While harvesting vessels for coronary artery bypass graft, maquet vasoview hemapro 2 was not working properly. The bovie mechanism was not working and would not bovie through tissue or seal the branches of the vein when harvesting endoscopically. A new kit had to be open to continue to procedure. No known harm to patient.